Manufacturer narrative:
The device was returned for evaluation. Macroscopic examination confirms the lateral guiding flange is broken. Optical examination of broken strap identified witness marks. In comparison with a sample instrument, strap witness marks are larger and more pronounced; this suggests significant load may have been placed on the strap prior to failure, either through inappropriate surgical technique or an out of specification inner sleeve. The inner sleeve was not returned for analysis. Fracture surface damage noted. Light lengthwise striations are noted and provide some evidence of a fatigue component.

Event description:
It was reported that the patient underwent a percutaneous thoracic fusion at t8-t12. It was reported that the outer sleeve disconnected from the bone screw. Upon removal of the outer sleeve it was noticed that the base of the sleeve was cracked. Another sleeve was used to complete the case. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.